Event description:
During a routine follow-up, it was found that the patient received inappropriate shocks due to noise on the rv channel. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.